Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angioseal device was inserted as per instruction. When deployed, the whole device came out. The following information was provided by the user facility: angioseal did not deploy. No anchor, collagen or suture was left in patient. The whole device came out. No delivery system of angioseal was provided, only bypass tube with anchor, collagen and suture.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date & patient demographics. (B)(6). The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on 8/23/17. The patient did not suffer any blood loss. The vessel or vessel wall was not injured besides the regular puncture. The removal of the device was easy. There were no components left in the patient. There was no additional procedure required. Manual compression was for 20 minutes. Ultrasound check was not necessary. The patient was not hospitalized.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the completed investigation. The packaging for a 6fr angio-seal vip device was returned for product evaluation. Inside the package was approximately 1" of the carrier tube assembly. The returned distal portion of the carrier tube was then subjected to visual analysis. The collagen had a reddish stain typical of blood like substance. The anchor was posted orthogonal to the carrier tube assembly. A portion of the tamping tube could be seen in the carrier tube assembly. From a gross perspective the proximal end of the returned portion appeared consistent and at an angle as though a sharp edge had cut the carrier tube assembly. Microscopic analysis was then used on the retuned device. The anchor was observed and no anomalies other than blood like substance, which is consistent with use, were noted. No anomalies were found with the collagen or the manufactured slit of the carrier tube assembly. The material at the fracture site appeared smooth and not jagged as would be expected if carrier tube assembly became detached by tensile forces. There was a slight inconsistency with the material of the tamping tube as though compressive forces of the sharp edge caused deformation. The device does show exposure to blood like substance, the collagen and anchor were still connected, and outside of the patient, therefore the complaint shall be confirmed for deployment difficulties. However, it is difficult to determine if pullout occurred or if the steps of deployment failed to occur properly. Without the delivery system, it is difficult to discern how the device came to pullout of the patient, if it was due to improper setup of the delivery system, or an issue with the delivery system. The IFU indicates that the carrier tube assembly should be inserted into the hemostatic sheath. By only the returned portion of the carrier tube assembly, it is unlikely that the user followed this step in the IFU. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.